Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video telescope had an unnatural color reproduction, white balance did not improve. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h2, h6, h11. The device was returned to olympus for inspection and the reported failure (unnatural color reproduction, white balance did not improve) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken r-unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the unnatural color (green) reproduction, white balance did not improve was due to a broken r-unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.